Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert during a supply change when filling the tubing, after which the pump appeared disconnected and the user could not continue; troubleshooting included a guided dry run that successfully delivered 120 units, and the user was instructed to complete the supply change using new supplies from a different lot, with the device problem characterized as failure to infuse and the component implicated as the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified with the system consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.